Event description:
It was reported that the right ventricular (rv) lead was experiencing high impedance on both high voltage coils. When the rvtip-rvcoil pair was tested, there was no sensing, failure to capture, and high impedance. A conductor fracture just distal to the rv highvoltage pin is suspected. The lead was explanted and replaced. Also, during the procedure, the right atrial (ra) lead became dislodged. This lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, implanted: (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product evaluation summary: the partial lead was returned in segments, analyzed, and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Two patient alerts for out of tolerance subthreshold lead impedance occurred on (B)(4) 2013. The weekly hv lead trend data shows an increase for minimum and maximum defibrillator active can on impedance and svc defibrillator was 55 to 254 ohms peaks between (B)(4) 2013 and (B)(4) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.